Manufacturer narrative:
Device evaluation: a visual and microscopic analysis of the returned device identified white particles, flat creases, wear abrasion, and stress marks on shell. A sharp opening with localized induced stress was observed on the posterior of the shell. Approximately 0-25% of the shell was missing. Based on the device analysis the final assessment is: a sharp-edged opening with localized stress assessed as surgical impact. As a portion of the shell was missing, analysis was inconclusive.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.